Event description:
Info received indicates the circuit was replaced when a blood leak was detected from the flow probe component after ten mins on bypass. No pt complication has been reported.

Manufacturer narrative:
Analysis - the unit as returned contains blood residue and one port is broken-off from the device. The missing port component was not received from the facility for evaluation and the fractured edge shows a clean break in the device material. A discoloration noted of the plastic material is evidence that a noncompatible substance came in contact with the device. This substance attacked (weakened), the plastic at the port making it susceptible to fracture. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt event. An exact cause is unk for the reported product problem